Event description:
Customer called requesting assistance with programming his basal rates. Customer mentioned she was hospitalized because he had a major operation. Customer's insulin pump was taken away from him so this was the reason why he needed assistance reprogramming it. Customer's blood glucose was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.